Manufacturer narrative:
H11. Additional narrative. Updated b5. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards learned that a 27mm 6900j mitral valve was explanted after an implant duration of approximately nineteen (19) years due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 27mm 6900j mitral valve was explanted after an implant duration of approximately nineteen (19) months due to unknown reason.